Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the cds checklist/process by the user facility. The following information were provided: below are information on customers cds checklist: cleaning, disinfection, and sterilization (cds) : notes: no patient(s) infection occurred. Aer/ewd reprocessor: tested . Model name: wassenburg detergent name: wassenburg endohigh paa. Disinfectant name: wassenburg endohigh paa. Precleaning information : aspiration of water through the instrument/suction channel. Flushing channels : air/water channel, auxiliary channel. Detergent used: aniosyme x3. Manual cleaning: brushed points : instrument /suction channel, suction cylinder, instrument channel port, balloon channel, distal end/areas around elevator. Brush used for manual cleaning : not provided. Manual disinfection not performed. Scope not sterilized. Wassenburg scope washer ¿ sn (B)(6). Tested ¿sampling effective- normal lde (low level disinfectant) 29ml2022 , conforms. Scope storage: simple cabinet with no drying function , cabinet, plasma cabinet scope maintenance: by olympus. No further information provided. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
The hygiene microbiological investigation (hmi) results were provided. The results reported the device channel tested positive with the following: sampling date: (B)(6) 2023 total microorganism at 30°c/ endoscope ¿ does not conform , results are greater than 25 cfu (26 cfu ) of aerobic bacteria, 7 cfu/endoscope of candida parapsilosis and klebsiella aerogenes . The olympus france french olympus subsidiary for hygiene microbiological investigation (hmi) performed a culture test for the device after the device was reprocessed. The results reported device channel (all channels) conforms , results of 2 cfu/100 ml and 2 cfu/endoscope . The results obtained comply with the target level defined in the regulations of france outlined on july 4, 2016. The results are conform to french recommendation. The device was then returned to rrc (regional repair center) france olympus for device evaluation. The device inspection and evaluation findings noted below: device inspection found scratch on distal end, c-cover insertion part. Insulation test failed. Bending cover (a-rubber) glue separated. Supplemental report(s) will be submitted should any relevant new information is available. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
As reported, after a microbiological routine control test on the subject medical device as required by french regulation, the user detected an unexpected contamination. The issue found during reprocessing. The customer then left the device to the olympus france (ofr) french olympus subsidiary for hygiene microbiological investigation (hmi) for further investigation. No report of any contamination or any patient injury or patient infection to which this medical device could have been a contributory cause. No user injury reported.